Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 384 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's pump was stalled after a recent MRI. The event date was noted to be (B)(6) 2019. The pump was interrogated which resulted in the pump stall recovering. Telemetry state was reviewed with the caller. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated important patient demographics. No further complications have been reported.